Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead felt little light headed and weak. The patient then came for a check and it was observed that the lead had pulled back and had high thresholds with intermittent capture. There was no more than 2 seconds of asystole reported. This rv lead was surgically abandoned. No additional adverse patient effects were reported.